Event description:
It was reported that at the end of a prostatectomy, the black ptc in the upper jaw detached of the device. The coating did not fall into the patient and there were no patient consequences reported. The procedure was completed with this device.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent.